Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73b1700487 investigations did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip crooked after loading. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference file: (B)(4) for investigation photos. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to successfully load into the jaws but the jaws were sluggish and opened slowly. Once fully opened, the clip was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. The final two clips, however, had no issues with the jaws opening slowly. The sample was received with 11 clips remaining in the channel indicating that 4 clips were fired by the end user. The sluggish jaws were most likely caused by the decontamination process. Therefore, no functional issues were found with the returned device. Other remarks: the IFU for this product: l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip is crooked after loading" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, all of the remaining clips were able to properly load into the jaws but the jaws were sluggish and opened slowly. However, the sluggish jaws were most likely caused by the decontamination process. All of the clips were successfully applied to over-stressed surgical tubing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device.

Event description:
It was reported that the clip crooked after loading. There was no patient injury.